Manufacturer narrative:
A patient experiencing invalid impedance was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-18238, 1627487-2021-18239, 1627487-2021-18241. It was reported the patient¿s lead has impedance issues. Surgical intervention may take place at a later date to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein two of the leads were explanted and replaced to address the issue. Therapy was restored postoperatively.

Manufacturer narrative:
A patient experiencing invalid impedance was reported to abbott. As a result, two of the leads were explanted and replaced to address the issue. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.